Event description:
The customer felt hypoglycemic; shaky ,sweaty and confused. She tried to test her blood glucose on the contour next ez but stated the meter would not power up, and because of this her husband called an ambulance. They ran a blood test on her and the reading was 55mg/dl. She was taken to the hospital where she received an IV and glucose injections. Product was not expected to be returned for evalution nor was it replaced at the time of the call.